Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02504 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010. According to the complainant, the patient experienced pain and had revisionary surgery with 24 hours of implant (specifics unknown). Reportedly, in (B)(6) 2010, the patient experienced mesh exposure and discharge (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.